Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to having the flu. Customer also experienced high blood glucose, but it was determined that it was because of the flu and not related to the insulin pump. It was also reported that the belt clip is broken. Nothing further reported.